Manufacturer narrative:
The device alarmed unexpected restart error after battery change and resets time/date to factory default due to c13 voltage leak at interface board. The device passed the self-test and displacement test. No unexpected external ram crc error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an unexpected restart. A cold reset was performed and external ram crc error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for pump error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.